Event description:
Staple did not fire correctly when dr. Used this on patient's surgery case. The safety switch came off as it was fired. The next staple of the same kind was given to him & it fired properly. I saved both staples & boxes.